Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed; it was found that water tightness was lost due to a pinhole on connecting tube. The device evaluation found that the foreign matter came out of forceps channel due to insufficient cleaning. In addition the device evaluation also found that due to water leakage the control unit was sticky. There was a dent found on the channel tube and the cleaning brush could not be inserted smoothly. It was also found that due to wear of angle wire, bending angle in up direction does not meet the standard value. In addition, it was found that the connecting tube had a wrinkle and the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that a pinhole was found in the scope during regular inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of forceps channel. There were no reports of harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Olympus will continue to monitor field performance for this device.